Manufacturer narrative:
Date of event: please note that this date is based off of the year of publication of the article as the event dates were not provided in the published literature; only the publication year was printed. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Beric, a., kelly, p.j., rezai, a., sterio, d., mogilner, a., zonenshayn, m., kopell, b. Complications of deep brain stimulation surgery. Stereotactic and functional neurosurgery. 2001; 77(1-4): 73-78. Doi: 10.1159/000064600. Summary: although technological advances have reduced device-related complications, deep brain stimulation (dbs)surgery still carries a significant risk of transient and permanent complications. We report our experience in 86 patients and 149 dbs implants. Patients with parkinson's disease, essential tremor and dystonia were treated. Reported events: [female] 1 patient with dbs experienced postoperative delayed hematoma. The chronic subdural hematoma was noted two months after placement of a unilateral thalamic dbs. She underwent an uneventful burr hole evacuation of the hematoma in two stages one week apart. The patient remained under excellent tremor control 29 months after evacuation with no neurologic deficit. There was no persistent sequela noted. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received.